Event description:
Device broke or disassembled during use. The pharmacist from the hospital reported: after the surgery, by checking with an brilliancy amplifier, the surgeon noticed that the thread of the screw was dispersed in the bone. The surgeon decided to remove the screw and to implant others. Some "thread dust" remained into the bone of the pt.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (device broke or disassembled during use) and product code hwc).